Manufacturer narrative:
Report received from the end-user mother claims as the end-user was driving their device over a concrete driveway, the end-user unexpectedly lost balance in their seating and fell out to the ground below. Reports indicate the end-user was taken to the area hospital for evaluation where they were diagnosed as having sustained various abrasions to their hands and legs with a laceration to their forehead requiring a plastic surgery procedure to correct. Reporter claims the clamping bracket that secures the positioning belt to the seat frame was found to have broken which allowed the belt to loosen and no longer provide support. Photos provided indicate the clamping lever that secures the belt to the bracket having broken at the hinge. It is unclear as to when this reported failure occurred or the possible root cause that led to the clamp to break. All reports received indicate the power wheelchair remains fully operational, and no claims nor allegations were made of the device having malfunctioned or deviated in any way to have contributed to the end-user losing their balance. Inquiries were made where the reporter claims not having been witness to the event and the end-user was not forthcoming as to the circumstances leading up to the event. This style of positioning belt has been offered by permobil since 2007 and have been provided as a standard configuration to be installed on every device since 2010, with an estimated ~100k currently in the market. Review of complaint history indicates this to be the initial report of this type of failure having occurred. Permobil will continue to monitor through trend analysis. The DHR was reviewed with the device being found to have met specification prior to distribution.

Event description:
Received report claiming while the end-user was driving outdoors on a concrete driveway when the end-user reportedly lost positioning and fell out of the seating to the ground. Report claims the bracket that secures the positioning belt to the seat frame was broken, allowing the belt to become loose and no longer secure the end-user. Reports indicate the end-user sustained injuries requiring medical intervention to address.